Event description:
It was reported that the system would not produce a fluoroscopic exposure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.